Event description:
During the implementation of our incoming goods inspection, it was noticed that there are particles in the syringes delivered (pictures attached). This affects 3 out of 4 of the boxes delivered. Complaint sample is available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and four physical samples were provided to our quality team for investigation. Through visual inspection of the photos, a particle near the stopper was observed. Upon evaluation of the returned products, no foreign matter or other particles were identified within any of the devices. A device history review was performed for lot 2407057, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no foreign matter or other particles were identified within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.